Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that an occlusion alarm occurred. The customer's blood glucose level ranged from 126-127 mg/dl. The customer cleared the alarm and resumed insulin delivery. In addition, it was reported, that the pump battery appeared to be static on 100 percent for two days. No additional information was provided. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, a response from the customer was not received.